Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report being hospitalized for low blood glucose levels, with a reading of 43 mg/dl. The customer stated that her blood glucose levels had been high all day, and she ended up over treating. The paramedics were called, and she needed to be revived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised that the tubing clamp would be mailed to her. Nothing further was reported.